Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The manufacturer¿s international service technician could not confirm not duplicate the reported event though e/c 1104 was found in the event log. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: it was determined reported problem could not be reproduced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a "check vent: backup alarm failed" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.